Event description:
It was reported that the customer received three no delivery alarms from his insulin pump during priming. The customer also had connectivity issues with his sensors. The customer's blood glucose levels are unk. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.